Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) has been updated based on returned product download. Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 5 (indicating normal termination). Visual investigation revealed no failure modes on the sensor plug assembly. Due to an error, it was not possible to reprogram the sensor. The sensor was further investigated to de-cased. Performed visual inspection on the de-cased sensor and no issue was observed. The battery was replaced with a known good battery, and an attempt was made to scan the sensor, however, the sensor refused to scan or reprogram. An extended investigation has also been performed for the reported complaint. Performed a visual inspection and no issue was observed. Attempted to extract data from the returned puck and received an error message indicating that the device was incompatible. This occurs when there is a error or interruption during the reprogramming process. Therefore, adc was unable to further test the returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.